Event description:
"...Sucking noise was heard from lines only when saline clamp was opened. Arterial pillow was not collapsed. Found kink in arterial bloodline after bloodpump segment." "Notified md about appearance of blood in tubes that had been drawn in case labwork requested. Serum was cherry red". Pt experienced hypertension, vomiting, cramps in legs, stomach ache and cyanosis. Pt admitted to hospital after treatment and expired the next day. Rn stated on the phone today that the lines were third use.